Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead was repositioned due to inadequate stimulation. The lead remains implanted.